Event description:
During an epidural placement- practitioner pulled out the tuohy needle attempting to leave the catheter in place but noticed that the catheter pulled out with the tuohy. Upon examining the catheter closely, it was noticed that the tip was missing. The procedure was aborted at that point. Measured the missing portion of the catheter which I approximate to be 4-4.5cm.